Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional indeflator 20/30 device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 2.5x15 mm trek balloon dilatation catheter was connected directly to the indeflator. The balloon was advanced and attempted to be inflated with the indeflator. However, the pressure gauge slowly rose and contrast was noted inside the balloon. Some bubbles were noted inside of the balloon with the contrast. A new indeflator was used with the same trek balloon and again the same issue occurred. A new indeflator was used and was able to inflate the same trek balloon normally. The procedure was completed with a non-abbott stent post-dilated with a 3.25x15 mm nc trek balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.